Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was being used to treat a heavily calcified, mid-superficial femoral artery (sfa) lesion. During treatment, the oad stalled and was reported to have emitted heat. The oad was observed to be fused to the viperwire advance guide wire and wire position was lost. The patient experienced pain as a result of this event. The procedure was completed by treating the remaining calcium with a second oad.